Event description:
The user received differing (B) (6) results on two samples for the same pt. The first sample gave a result of 4.30 coi and on (B) (6) 2009 gave a result of 3.98 coi and was confirmed as positive with a result of 0.772 coi. A second sample was tested on (B) (6) 2009 gave a result of 0.596 coi, which was considered negative. No confirmatory testing was performed on this sample. No info was provided to determine if the erroneous results were reported or if the pt was adversely affected. If additional info is received, appropriate notification will be provided.